Manufacturer narrative:
The customer, a biomedical engineer later informed physio-control that their device would not be returned for evaluation. The cause of the reported issue could be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device made an incorrect AED shock advisory during a patient event. The customer advised that the patient's ECG rhythm was apparently a shockable rhythm; however the AED shock advisory of the device resulted in ¿no shock advised¿. The user switched to manual mode to shock the patient. No further details were provided by the customer. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device made an incorrect AED shock advisory during a patient event. The customer advised that the patient's ECG rhythm was apparently a shockable rhythm; however the AED shock advisory of the device resulted in ¿no shock advised¿. The user switched to manual mode to shock the patient. No further details were provided by the customer. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.